Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. Per the instructions for use: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending between the index and middle finger. Provide counter-traction with the left hand on the patient body, and assertively pull the device out with the right hand. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary diagnostic procedure. Reportedly, excessive resistance was felt during sheath splitting. Sheath splitting was continued and the sheath was stretched. The clip was deployed but hemostasis was not achieved. When the starclose se device was removed, the clip was on the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device operates differently then expected (clip on end of device) was able to be confirmed. The difficulty deploying the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.